Event description:
It was reported that one day post implant of this patient's implantable cardioverter defibrillator (ICD) and associated leads, this right ventricular (rv) lead exhibited increased threshold measurements and decreased sensing measurements. A chest x-ray identified a potential change in curvature of the lead body and a possible change in location of the lead tip. A boston scientific technical services consultant communicated troubleshooting steps to the health care provider and stated that a revision procedure should be considered to ensure lead performance. It was reported that a revision procedure was not performed, lead testing confirmed threshold measurements had decreased. The system remains implanted and no adverse patient affects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.